Event description:
Caller stated that she received a visco-3 injection in the knee on (B)(6) 2022, thereafter she started feeling lightheaded and tiredness. She stated that she slept on it all night thinking the symptoms will go away but she woke up the next day with symptoms of nausea and headache. She further stated that by the time of this report all symptoms subsided.